Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
Per medical records, it was reported that on (B)(6) 2010 the patient presented with pre-operative diagnoses of 1. Retained hardware and 2. Nonunion. The patient underwent the following procedures. 1. Removal of hardware. 2. Posterolataral fueion l4-5. 3. Posterolateral fusion l5-s1. 4. Use of fluoroscopic imaging. 5. Bone morphogenic protein placement. 6. Autograft placement. 7. Allograft placement. History the patient underwent posterolateral instrument fusion several years ago. She had continued to have painful hardware. She had less bone graft posteriorly than would be expected. Decided to rebulk her posterolateral fusion and remove her hardware after in the office she had good results from injecting the hardware to remove her pain. Per op notes, a small incision was made over the retained hardware and dissection was made through the skin and subcutaneous tissue using electrocautery for hemostasis. The surgeon then identified the hardware and removed it. The surgeon evaluated the fusion mass and used a high-speed drill to decorticate the area. The wound was copiously irrigated with sterile saline mixed with vancomycin. The surgeon then placed bone morphogenic protein and rebulkad the fusion mass on the side where the hardware was removed. The patient tolerated the procedure without complication and returned to the recovery room.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.